Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was experienced hyperglycemia. Blood glucose value was over 500 mg/dl. Insulin pump was not working. Customer decline troubleshooting for high blood glucose. Use of auto mode feature was unknown. Insulin pump will be returned for analysis.